Manufacturer narrative:
H3 and h6: a philips field service engineer (fse) went to the customer site, and confirmed that the central station (pic ix) was not showing retrospective data. There was also a 10 minute delay to re-review the alarm and a lag of 10 minutes in the general review screen. The fse noted that all wired monitors and telemetry (mx40) devices were sending data, and were being displayed continuously at the pic ix, but while reviewing data, there are gaps. The wireless coverage was checked at the involved bed and it was found to be very good. However, the fse found that the piic ix was connected to 100 mb half duplex, instead of 100 mb full duplex. The fse had the customer switch the system to a 100 mb full duplex, but they were still seeing a non-continuous trend. The fse sent available data to a philips product surveillance engineer (pse) who asked if all the wireless connections were connected to the distribution b switch, as unless the wireless is connected to an access switch, switching from half duplex to full duplex won't make a difference. Also, the pse indicated that no wireless systems should be connected directly to the distribution a switch or any core routers. The fse indicated that this piic ix system is connected to customer supplied clinical network(cscn) and philips has no influence on how the customer connects their switches. There was no philips product malfunction; the issue was related to the customer supplied clinical network. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a patient incident on telemetry 18 in the (B)(6) cardiac ward. The patient had a vt alarm on (B)(6) 2019 at 21:30 and reported missing data from the alarm review, 10 minutes delays to re-review the alarm data, and a lag of 10 minutes in the general review screen. There was no adverse event or patient harm reported; the device alarmed as expected, and the staff attended the patient. The patient was treated and moved to the ccu.